Event description:
A caller reported experiencing a cartridge alarm 30 while pumping. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l), so there was no adverse impact. Technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump. The customer reverted to manual injections for insulin therapy.